Manufacturer narrative:
The device was returned by the customer for evaluation. It was observed that the resistance of the device was out of specification (low resistance). The device was completely dissected in order to determine the cause of the low resistance but after analyzing each component, we could not find the cause. The detachment controllers returned with the device were analyzed and found to be normal, but because the resistance of the device was low the controller did not complete the detachment cycle.

Event description:
The physician had placed a microvention 100204hes-v coil and prepared to detach. The physician then attached the first v-grip detachment controller, but he said, when he pushed the button to detach the coil, the light went to red (did not detach). He then used another detachment controller and tried again, but the same thing happened. He used a third detachment controller with the same results. The coil could not be removed or be detached so the physician used a torque device to break the coil off. There was not harm to the patient.